Event description:
A separated reservoir was observed during filling. The concomitant medical products are currently unknown. There was no patient involvement and no patient injury or medical intervention. The actual sample is reported to be available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is reported to be available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the reservoir was separated from the set-cap post. The root cause was determined to be a manufacturing defect. As a corrective action, awareness training was performed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.